Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The problem of an increased intraperitoneal volume (iipv) event was identified in the event history log review. The cause was determined to be one or more cycle advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 12:33:35. During night drain cycle two, the patient's ultrafiltration reading was 2209ml, indicating the home patient (hp) drained 2209ml more than their maximum programmed fill volume of 2500ml. No additional information is available.